Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported prod lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vasoview hemoprp btt port would not hold air. The surgeon described having to keep his hand on the port so it would not back out of the incision and complete the case.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified that a piece of plastic that appeared to be from the syringe (p/n (B)(4)) was left off in the inflation port of the btt. The plastic tip was removed. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; no bubbles were observed. Based on the condition the product was received, the reported complaint was confirmed. The device history record (DHR) was reviewed for the btt and the c of c was reviewed for the syringe to verify the device was not released in this condition. The records showed that the reported lot number conformed to all applicable specifications and was accepted for release. It was unable to conclusively determine the root cause of this failure as the incident occurred during use of the device and the procedural operation is not available for review. A fir is not required at this time. The evidence supports that the device lot was manufactured according to all applicable specifications and passed all referenced inspections. (B)(4).

Manufacturer narrative:
(B)(4).